Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 4+ mixed mitral regurgitation (mr), thin leaflets, bi-leaflet prolapse, and a dilated left atrium for a mitraclip procedure. The first two xtw clips were implanted and reduced the mr to grade 2-3+. A mitraclip nt was selected as the third clip but could not reduce the mr. The nt clip was inverted and removed to the left atrium. Once the nt clip was retracted to the left atrium, a laceration of the posterior leaflet, lateral to the implanted mitraclip xtw, was noted on the echocardiogram. Prior positioning attempts of the nt clip were in the lateral commissure, and there was subvalvular interaction with the chordae. The mitraclip nt was removed from the steerable guide catheter (sgc) with the clip attached. The final mr was grade 4+. On (B)(6) 2024, a mitral valve replacement surgery was performed to further treat the tissue injury.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.